Event description:
Boston scientific received information that during atrial tachy response, noisy right atrial lead electrogram's were observed. Upon review, the signals on the ra channel were thought to be a result of noise; however, it also appeared that the patient endured atrial flutter. A flat egm with loss of capture was observed, however, ventricular pacing markers were present. To date, no adverse patient effects were reported as a result of this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.